Manufacturer narrative:
The investigation of the returned valve did not confirm the problem reported by the customer. No dysfunction of the valve was reported. Review of the sterilization certificate conformed to specification when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the patient had a shunt implanted then underwent an anti-infection treatment due to having a fever. During this treatment, there was no bacterium in csf. The patient was later hospitalized for having a fever and coma. As a result, the surgeon adjusted the infection and removed the valve. The patient has done an anti-infection treatment but the infection is not controlled.